Event description:
The pt was positioned on the table for a lumbar study. Once the table began to enter the magnet, the pt dropped her hands and grasped the sides of the table. Her right ring finger was pinched between the table and the magnet covers. Her injury required stitches to her ring finger and a follow up x-ray.

Manufacturer narrative:
The system was checked by the local siemens engineer. The system performs according to the specifications, and there was no product malfunction.